Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage 1 deep brain stimulation procedure on the right side, the burrhole device presented difficulty securing the ring base to the skull because the screw hole was too large, allowing the screw to pass through without securing the base. Additionally, the clip could not be locked in place; the clip would close but not lock despite multiple attempts. The physician tried two clips on the sterile field, both of which failed to lock. A new base and a new clip were provided, which resolved the issues, and the screws secured the base as intended. The affected products were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.